Event description:
It was reported the pt went to the hosp in 2003 because of a fracture of the right distal femur. He had a fixation proceudre the following day with stryker products. After the oprations, x-ray showed that the fixation was fine. Pt was discharged from the hosp 12 days later. Eighteen months after the implant, the plate and screws were found to be broken. The pt had the devices removed.